Event description:
It was reported that the insulin pump's display screen was blurry. The caller did not know the blood glucose reading. The caller stated that when trying to scroll through the menus, the display would get blurry, as though the lcd screen was giving out. The customer stated that she noticed it recently but did not know how the damage had occurred. She stated that the issue had been happening for about a week. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The device was received with ghosting display during button press due to cold solder joint on lcd connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.